Manufacturer narrative:
Items returned for evaluation: implant; introducer; shrink lock. Items not returned for evaluation: pusher; dispenser hoop; catheter. The visual analysis of the returned device found that the implant was separated from the pusher and partially stuck within the distal end of the introducer. A different coil pusher loaded in its introducer with no implant attached was returned, the reported azur pusher was not returned for evaluation. The investigation of the implant found that the monofilament at the tie knot was broken, which indicates that the device experienced a tensile break. The investigation of the returned azur coil system found the implant separated from the pusher and partially stuck within the distal end of the introducer. The azur pusher was not returned for evaluation. The investigation found that the implant's monofilament showed a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher.

Event description:
It was reported that a premature detachment coil was removed and new one delivered, case completed. It was reported that the patient was stable and no injury was reported.

Event description:
It was reported that a premature detachment coil was removed and new one delivered, case completed. No patient injury was reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.